Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that they were not sure the device was working as the patient had a return of symptoms of nausea and vomiting. The patient had been hospitalized since (B)(6) 2016 for the symptoms. The hcp tried calling the implanting health care provider (hcp), but they weren't available. The hcp later reported that they were sent a patient programmer and were able to interrogate the device. The hcp talked with a manufacturer representative on the phone and was talked through increasing the voltage. That seemed to help because the patient had been discharged and had not been back to the hospital. It took about a week to get the programmer and assistance together. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.